Event description:
It was reported that the patient had continuous ventricular arrhythmia. Although considered to be unrelated to the device, it could not be ruled out. The patient was able to be followed up with defibrillation and increased dose of antiarrhythmic agents.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.